Manufacturer narrative:
The customer stated that the device can not be returned therefore a proper root cause analysis could not be completed nor the reported issue confirmed. Without a proper device analysis, a definitive root cause cannot be determined at this time. Based on the information provided, the risk assessment for the lucia product, and our experience, we have determined that the following factors may have caused or contributed to the reported issue but not limited to: · loading strategy · accessory device support based on the information provided, there is no indication of product quality issue with respect to manufacturing, design, or labeling of the lens.

Event description:
It was reported that while trying to load a CT lucia lens into the patients eye, the lens would not load, therefore, the lens was retracted. There are plans to do the surgery again as the patient was left aphakic. The date has not been set yet.